Event description:
It was reported that during a routine follow up upon device interrogation and error message appeared that the device was in safety mode. Premature battery depletion was alleged. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The implant date for this device was updated.

Event description:
It was reported that during a routine follow up upon device interrogation and error message appeared that the device was in safety mode. Premature battery depletion was alleged. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The implant date for this device was updated. Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that during a routine follow up upon device interrogation and error message appeared that the device was in safety mode. Premature battery depletion was alleged. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.